Event description:
It was reported by service report that the unit would not pump up date to a missing pin that was found underneath the stretcher. The unit was also missing the velcro for the mattress to adhere to. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pivot pin, hair pin cotter, velcro.